Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an unrelated procedure the physician noted the right ventricular (rv) pacing went from a chronic value of 1244ohms up to 2304ohms. There were no signs of oversensing and the rv pacing threshold was 1.5v at 1ms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.